Event description:
Customer reported that the insulin pump was not reading the blood glucose readings and did not allow her to enter blood glucose readings in normal bolus. Customer's blood glucose reading at the time of the call was 43 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.